Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify ¿the device failed to unlock¿? Was the device difficult to open? Was the device unable to be opened? If so, how was the device removed from the patient?

Event description:
It was reported that during an exploratory laparotomy, the device locked, failed to unlock, being necessary to open another stapler. The device was discarded. There were no patient consequences reported.